Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("arthralgia"), tendonitis ("tendonitis"), eczema ("eczema on internal face of hands"), asthenia ("asthenia") and insomnia ("chronic insomnia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and uterine horn ablation). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, arthralgia, tendonitis, eczema, weight increased, asthenia and insomnia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, eczema, insomnia, medical device removal, tendonitis and weight increased with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of arthralgia ("arthralgia") in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillitis in 1992 and breast reduction in 2003. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), tendonitis ("tendonitis"), eczema ("eczema on internal face of hands"), asthenia ("asthenia") and insomnia ("chronic insomnia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and uterine horn ablation). Essure was removed on (B)(6) 2018. At the time of the report, the arthralgia, tendonitis, eczema, weight increased, asthenia and insomnia had resolved. The reporter considered arthralgia, asthenia, eczema, insomnia, tendonitis and weight increased to be related to essure. The reporter commented: reporter did not have any gynecological history to report. The essure lot number is unknown. The reporter considered that essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kgs. Most recent follow-up information incorporated above includes: on 13-feb-2019: device removal questionnaire was sent by the pharmacist. Reporter¿s information was updated. Patient¿s medical history included amygdalectomy in 1992 and mammary reduction in 2003. Reporter did not have any gynecological history to report. Essure was insertion occurred on (B)(6) 2008, the lot number is unknown. Essure was removed on (B)(6) 2018 by the removal method: salpingectomy and uterine horn ablation by laparoscopy. According to the reporter, the essure removal was performed due to medical reason (medically necessary, related to the events reported). The patient¿s symptoms improved 6 or more months following essure removal: complete resolution. The reporter considered that essure caused or contributed to the occurrence of the event(s). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.